Event description:
It was reported that the device had system error. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 unique device identifier (UDI)#, added pi to the unique device identifier (UDI)# field. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Annex a: a040502, a1801, a0401, a09 annex b: b01 annex c: c07, c23, c0601, c02 annex d: d15, d11 annex g: g02035, g02017.

Event description:
It was reported that the device had system error. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported complaint that the pcu had system error was confirmed based on the review of the logs and replicated during laboratory testing. ¿ laboratory testing observed that the incident pcu at initial power on was automatically loading the initial alaris software with no issues. O the system was then powered off and tamper switch boot was manually pushed and placed in a stuck position (activated position). The pcu was then powered on and was observed entering the system maintenance mode software. Approximately two (2) minutes after initializing, a system error code 132.3000 was observed. O the tamper switch boot was manually unstuck from its original position. The pcu was powered on, observing the operating system load without displaying the previous system error. O a full preventive maintenance task was performed on the incident pcu. The suspect pcu failed the inter-unit-interface (iui) connectors test based on the external inspection. All other tests passed successfully. ¿ based on the review of the pcu event log, on july 11, 2024, at 4:59 am, the system recorded an illegal keypress (tamper switch). The system immediately entered maintenance mode. The user then pressed soft key 12 (proceed) and then again to exit maintenance mode. The system was powered off. ¿ a review of the pcu error log showed no errors were recorded on the reported event date, however; from may 29, 2024 through june 26, 2024 the system recorded seven (7) instance of error code 132.3000.0. ¿ inspection of the device showed signs of contamination of an unknown solution on the exterior of the tamper switch. O the tamper switch was disassembled from the incident pcu, revealing contamination on the tamper switch boot and internal contamination on the switch pin. O bd created an internal investigation to assess the risk of a stuck tamper switch. ¿ bd issued a voluntary recall to address specific cleaning practices as it relates to the bd alaris system which contain the following notifications related to cleaning: o best practices for cleaning bd alaris¿ system devices o bd alaris¿ system cleaning audit o bd alaris¿ system cleaning checklist o bd alaris¿ system iui inspection quick reference o bd alaris¿ system with guardrails¿ suite mx user manual addendum july 2020 ¿ the best practices for cleaning alaris system devices tip sheet recommends during the cleaning process to not allow the cleaner to collect on the instrument and to not use an oversaturated cloth. Be sure to squeeze out excess liquid. O do not allow cleaning solutions to collect on the instrument. Residual buildup might cause the moving parts to become sticky and hinder their operation over time. O use a dedicated soft-bristle brush to clean the case to remove any visible residue. The brush may also be used to clean narrow or hard-to-reach areas. O do not allow the cleaner to collect on the instrument. ¿ the device was reported with no patient involvement. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had system error. There was no patient involvement.

Event description:
It was reported that the device had system error. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported complaint that the pcu had system error was confirmed based on the review of the logs and replicated during laboratory testing. ¿ laboratory testing observed that the incident pcu at initial power on was automatically loading the initial alaris software with no issues. O the system was then powered off and tamper switch boot was manually pushed and placed in a stuck position (activated position). The pcu was then powered on and was observed entering the system maintenance mode software. Approximately two (2) minutes after initializing, a system error code 132.3000 was observed. O the tamper switch boot was manually unstuck from its original position. The pcu was powered on, observing the operating system load without displaying the previous system error. O a full preventive maintenance task was performed on the incident pcu. The suspect pcu failed the inter-unit-interface (iui) connectors test based on the external inspection. All other tests passed successfully. ¿ based on the review of the pcu event log, on july 11, 2024, at 4:59 am, the system recorded an illegal keypress (tamper switch). The system immediately entered maintenance mode. The user then pressed soft key 12 (proceed) and then again to exit maintenance mode. The system was powered off. ¿ a review of the pcu error log showed no errors were recorded on the reported event date, however; from may 29, 2024 through june 26, 2024 the system recorded seven (7) instance of error code 132.3000.0. ¿ inspection of the device showed signs of contamination of an unknown solution on the exterior of the tamper switch. O the tamper switch was disassembled from the incident pcu, revealing contamination on the tamper switch boot and internal contamination on the switch pin. O bd created an internal investigation to assess the risk of a stuck tamper switch. ¿ bd issued a voluntary recall to address specific cleaning practices as it relates to the bd alaris system which contain the following notifications related to cleaning: o best practices for cleaning bd alaris¿ system devices o bd alaris¿ system cleaning audit o bd alaris¿ system cleaning checklist o bd alaris¿ system iui inspection quick reference o bd alaris¿ system with guardrails¿ suite mx user manual addendum july 2020 ¿ the best practices for cleaning alaris system devices tip sheet recommends during the cleaning process to not allow the cleaner to collect on the instrument and to not use an oversaturated cloth. Be sure to squeeze out excess liquid. O do not allow cleaning solutions to collect on the instrument. Residual buildup might cause the moving parts to become sticky and hinder their operation over time. O use a dedicated soft-bristle brush to clean the case to remove any visible residue. The brush may also be used to clean narrow or hard-to-reach areas. O do not allow the cleaner to collect on the instrument. ¿ the device was reported with no patient involvement. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.